Manufacturer narrative:
This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00176, 3003742446-2011-00177 and 3003742446-2011-00178. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from (B)(4) study indicated that the day of the index procedure, the patient had a post-procedure myocardial infarction with no symptoms. The event ended the following day. The event was reported to be of none/mild severity, was not treated and resolved without sequelae. The event was reported to be probable related to the index procedure, unrelated to the cypher stent and the study drug. Fifteen days after the index procedure, the patient experienced dyspnea equivalent angina. The event required successful revascularization via percutaneous transluminal coronary angioplasty (ptca) with a cypher drug-eluting stent in the mid left anterior descending (lad) artery due to a small edge dissection. The % of stenosis treated was 50%. The patient was stable on discharge.

Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient experienced a myocardial infarction and a small edge dissection after having coronary artery stents implanted. The patient's medical history is significant for unstable angina, hyperlipidemia, hypertension, diabetes and smoking. The target lesions were the distal right coronary artery (rca) and the mid left anterior descending artery (lad). The rca was described as de novo and 70% stenosed. The lesion was pre-dilated followed by the implant of a2.5mm x 13mm cypher stent at 11 atms. A 2.5mm x 8mm cypher stent was then implanted at 9 atms, overlapping and proximal to the first, to entirely cover the lesion. The lad was described as 70% stenosed and de novo. The lesion was direct stented with a 2.5mm x 13mm cypher stent at 11 atms. The stent was not post-dilated and the reported residual stenosis was 0%. The day of the index procedure, the patient had a post-procedure myocardial infarction with no symptoms. The event resolved the following day. Fifteen days after the index procedure the patient experienced dyspnea equivalent angina. The event required the implant of another cypher stent for the treatment of a small edge dissection in the mid lad. The dissection had a 50% stenosis and after additional stenting was reported as 0% residual stenosis. A review of the manufacturing documentation associated with the lot number presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents, as is coronary artery dissection. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, may have contributed to the event. The act of cannulating a lesion with an interventional wire and dilating the stent balloon can also lead to edge dissection and is listed as such in the fiu. There is no indication that there is a design or manufacturing related issue, therefore no action is required. This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00176, 3003742446-2011-00177 and 3003742446-2011-00178. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
For the index procedure, the patient was admitted with a history of angina (within past 6 weeks) and a 70% stenosis in the distal right coronary artery (rca). The lesion was 8mm long, de novo and type a. The lesion was pre-dilated with a 2.5 x 12mm balloon at 10 atm. The residual stenosis was 0%. A 2.5 x 13mm cypher stent was deployed at 11 atm successfully and without complications. A 2.5 x 8mm cypher was deployed at 9 atm because the initial stent did not fully cover lesion. This stent was overlapping and proximal to the previous stent. It was deployed successfully and without complications. The 2nd lesion treated was a 70% stenosis in the mid lad. The lesion was type a, 8mm long and de novo. The lesion was not pre-dilated. A 2.5 x 13mm cypher stent was deployed at 11atm successfully. The stent was not post-dilated. The residual stenosis was 0%. There was no malfunction or angiographic complications. The event was reported to be unrelated to the procedure and the cypher stents. The 6-months follow up was performed and the patient had no angina. (B)(6) 2010: ck 54 (ul: 308), ck-mb 2.4 (ul: 5.0 ng/ml), troponin I 0.07 (ul: 0.06 ng/ml). (B)(6) 2010: ck 45 (ul: 308), ck-mb 2.8 (ul: 5.0 ng/ml), troponin I 0.23 (ul: 0.06 ng/ml). Amlodipine 10mg (start date: 2005), crestor 5mg (start date: (B)(6) 2010) and toprol 25mg (start date: (B)(6) 2010). The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15105503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00176, 3003742446-2011-00177 and 3003742446-2011-00178. Additional information will be submitted within 30 days from receipt.